Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was not able to charge the ipg. It was noted that the ipg was too deep. The patient will undergo a pocket revision procedure wherein the ipg will be move.

Manufacturer narrative:
Additional information was received that nothing was implanted or explanted. The patient was doing well post-operatively and was able to charge the ipg.

Event description:
A report was received that the patient was not able to charge the ipg. It was noted that the ipg was too deep. The patient will undergo a pocket revision procedure wherein the ipg will be move.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient was not able to charge the ipg. It was noted that the ipg was too deep. The patient will undergo a pocket revision procedure wherein the ipg will be move.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient was not able to charge the ipg. It was noted that the ipg was too deep. The patient will undergo a pocket revision procedure wherein the ipg will be moved.